Manufacturer narrative:
Lot numbers were provided and lot history reviews were performed. None of the samples were provided, but each malfunction provided medical records for review. Two of the three investigations were confirmed for retrieval difficulty, the third was inconclusive. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f, vena cava filter, was allegedly experienced difficult to remove. This information was received from multiple sources. Three patients were involved with no consequences. One patient was reported as a (B)(6) year old male weighing (B)(6) lbs, another patient was a (B)(6) year old female weighing (B)(6) lbs. The third patient's age, weight, and gender were not provided.

Manufacturer narrative:
Lot numbers were provided and lot history reviews were performed. None of the samples were provided. Two of the malfunctions provided medical records and the investigations were confirmed for retrival difficulty. The third malfunction was inconclusive, as no conclusive evidence was provided. The root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f, vena cava filter, was allegedly experienced difficult to remove. This information was received from multiple sources. Three patients were involved with no consequences. One patient was reported as a 37 year old male weighing 220 lbs, another patient was a 53 year old female weighing 310 lbs. The third patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: lot numbers were provided and lot history reviews were performed. None of the samples were provided. All the three malfunctions provided medical records and all the investigations were confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model md800f, vena cava filter, was allegedly experienced difficult to remove. This information was received from multiple sources. Three patients were involved with no consequences. One patient was reported as a 37 year old male weighing 220 pounds, another patient was a 53 year old female weighing 310 pounds and third patient was a 48 year old female weighing 209 pounds.